Manufacturer narrative:
Block b3: the date of the event was approximated to 3/1/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of a trip wire break. Imdrf device code a050502 captures the reportable event of band misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an egd (esophagogastroduodenoscopy) procedure for variceal bleed performed on an unknown date. During the procedure, it was reported that the trip wire did not work properly. It was also reported that the device fired in an unintentional location. The procedure was completed with another speedband superview super 7. It was reported that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.